Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 160 mg/dl. Customer stated the insulin pump was squirting insulin during manual prime. The device was not dropped or bumped prior to the alarm occurring. The drive support cap appears to be normal and does not recall pressing it in. Customer also stated the device was exposed to water two years ago, as she jumped in the pool. No further information reported.